Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. . The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Troubleshooting was performed. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The product will not be returned for analysis.